Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. Noise could not be recreated with troubleshooting. Technical services (ts) was consulted, discussed noise appeared to be either electromagnetic interference (emi) or myopotential. The patient was noted to have concomitant devices. Options for chest x ray were discussed. Ts mentioned possible reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.